Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy, the device upon firing jammed. The device would not release from the tissue. They pushed the open button and after awhile the device released. The case was completed by using another device and subsequent suturing. There was no consequence to the pt.